Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the consumer. The indication for use was spinal pain. It was reported that the pump was not effective and would not be removed soon. The pump did not work out like they were told.

Event description:
It was reported that the patient had night sweats and had collapsed due to pain. It was noted that the patient thought everything was fine and then the second week after implantation the patient started having night sweats. It was reported that the patient saw their healthcare professional (hcp) the prior monday. It was noted that the patient¿s hcp had a suspicion that the patient may have an infection from the implant. It was reported that the patient had blood work done but the hcp did not do anything for an antibiotic or anything. It was noted that the hcp did not want another blood test until 2014 (B)(6). It was later reported that the hcp wanted blood work done by 2014 (B)(6). It was noted that the patient collapsed twice. It was reported that the pain gets so bad the patient cannot support himself. It was noted that the patient collapsed the first night after implant and the prior saturday. It was reported that the patient was having ¿all these side effects¿. It was noted that the patient had an appointment set-up with their hcp. It was reported that the patient ¿is just a mess¿. It was noted that the patient¿s hcp said that after we get this figured out, the patient will be fine. It was reported that the patient was going through worse than hot flashes. It was noted that the patient was sent home form the hospital and then in the middle of the night the patient collapsed on the floor. It was reported that the patient could not get up so the patient went back into the hospital for 3 or 4 days. It was noted that they did not refill the pump. It was reported that the pump was used to infuse morphine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).